Manufacturer narrative:
The device was returned for evaluation. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have directly caused or contributed to a deficiency in delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached high (>500mg/dl) while wearing the pod between 24 and 36 hours. She woke up in the morning and was throwing up, but had not gone into dka. She was admitted to the hospital for two days and was placed on an insulin drip. She had no ketones and did not go into diabetic ketoacidosis. The patient's blood glucose and insulin history is as follows: date/time: (B)(6) 2016, 2:34pm, bg(mg/dl): 247, bolus(u): -. 3:48pm, 400, -. 5:01pm, high, 3.75. 6:58pm, high, -. (B)(6), 4:56am, 425, 2.80. 6:32am , 330, 4.70.